Event description:
It was reported that the 6800 system was not providing adequate image quality to allow the customer to complete the case. Another c-arm was brought in to complete the case. No patient injury was reported.

Manufacturer narrative:
The service rep reseated all pcbs, cables, and connectors and reloaded the software. No patient injury was reported.